Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded after it was unplugged from the main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported internal battery degraded alarm. Based on previous investigations of similar complaints and all available information, the investigation determined that the reported low priority warning alarm was triggered due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm after it was unplugged from the main power source. There was no patient injury reported as a result of this incident.